Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.DHR: a device history review was also conducted on the component lot numbers and no discrepancies were found.

Event description:
It was reported that on 4 occasions, the tubing or needle became blocked during the passage of the chemotherapy. This occurred with different cytotoxins: irinotecan, docetaxel. No patient injury was reported.